Manufacturer narrative:
Date of event is unknown. The method/results/conclusion codes will be sent in a subsequent report when investigation is complete.

Event description:
It was reported that the patient's ipg had become inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2020. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.